Event description:
It was reported that the pt had return of pain symptoms. The pt underwent a catheter revision, but continued to have pain symptoms. No device troubleshooting was reported. The pt's pump was then replaced. The pt outcome was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.